Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose at time of incident was 11.4mmol/l. Customer stated the pump won't allow them to rewind and buttons are responding. Customer stated they put new battery and still it won't allow them to rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump received with insulin pump error alarm due to unlocked printed circuit board motor connector. Unable to perform the functional testing, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump alarm. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.